Event description:
60 ml equashield syringe--- while inserting the syringe into the bag, the syringe had drug leak into the back of the syringe. It was impossible to inject and also recover the drug. I had liquid and air in the front and the back end of my syringe.